Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose levels were impacted (600 mg/dl) with large ketones. The customer delivered a bolus via manual injection. During troubleshooting with tandem technical support, the customer was instructed that the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying the settings.